Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. See attached email dated 06/26/2017 indicating the FDA has determined coloplast no longer qualifies for participation in the asr #e1997039 program.

Event description:
According to the available information, tube erosion.

Manufacturer narrative:
An excel resipump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the resipump. Quality concluded that the separation and adjacent material on the serialized exhaust tube of the resipump indicated that the tubing had kinked and abraded onto itself while in-vivo. This fatigued the material over an extended period of time causing it to abrade against itself, resulting in an eventual separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time